Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and anxiety ("emotional anguish"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia and anxiety outcome was unknown. The reporter considered anxiety, menorrhagia and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: uterus'), pelvic pain ('pelvic pain/ pain') and bipolar disorder ('psychological or psychiatric problems: depression, bipolar disorder and mental anguish') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from may 2013 to june 2013. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced bipolar disorder (seriousness criterion medically significant), anxiety ("emotional anguish, psychological or psychiatric problems: depression, bipolar disorder and mental anguish") and depression ("psychological or psychiatric problems: depression, bipolar disorder and mental anguish"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In february 2008, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with duloxetine hydrochloride (cymbalta), lamotrigine (lamictal), salbutamol sulfate (albuterol) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, bipolar disorder, anxiety, depression, dysmenorrhoea and vaginal discharge outcome was unknown, the pelvic pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, bipolar disorder, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in mr, one vaginal delivery was mentioned as past medical history but information is limited. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new events, "abnormal bleeding (vaginal); psychological or psychiatric problems: depression, bipolar disorder, migration of essure device: uterus; dysmenorrhea (cramping)" were added. Outcome of events, "abnormal bleeding" were updated to "recovered/resolved". Outcome of event, "pain" was updated to "recovering/resolving". Onset dates of events were added. Patient's information was updated. New reporter contact information was added. Patient's demographics were added. Product information was updated. Concomitant conditions were added. Concomitant and treatment medications were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus / migration') and pelvic pain ('pelvic pain/ pain') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced bipolar disorder ("psychological or psychiatric problems: depression, bipolar disorder and mental anguish"), anxiety ("emotional anguish, psychological or psychiatric problems: depression, bipolar disorder and mental anguish") and depression ("psychological or psychiatric problems: depression, bipolar disorder and mental anguish"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia") and post procedural complication ("post procedural complication"). The patient was treated with duloxetine hydrochloride (cymbalta), lamotrigine (lamictal), salbutamol sulfate (albuterol) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, back pain and dyspareunia had resolved and the bipolar disorder, anxiety, depression, dysmenorrhoea, vaginal discharge and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bipolar disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in mr, one vaginal delivery was mentioned as past medical history but information is limited. Patient received treatment for pain,bleeding,migration. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Events - back pain, dyspareunia, post procedural complication were added.new reporter was added. Previously reported event of bipolar disorder downgraded to non-serious. Outcome of the events related to pain, bleeding and migration updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus / migration') and pelvic pain ('pelvic pain/ pain') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced bipolar disorder ("psychological or psychiatric problems: depression, bipolar disorder and mental anguish"), anxiety ("emotional anguish, psychological or psychiatric problems: depression, bipolar disorder and mental anguish") and depression ("psychological or psychiatric problems: depression, bipolar disorder and mental anguish"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia") and post procedural complication ("post procedural complication"). The patient was treated with duloxetine hydrochloride (cymbalta), lamotrigine (lamictal), salbutamol sulfate (albuterol) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, abdominal pain, back pain and dyspareunia had resolved and the bipolar disorder, anxiety, depression, dysmenorrhoea, vaginal discharge and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bipolar disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in mr, one vaginal delivery was mentioned as past medical history but information is limited. Patient received treatment for pain,bleeding,migration. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: no evidence for acute findings. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received-new reporter, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus / migration') and pelvic pain ('pelvic pain/ pain') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced bipolar disorder ("psychological or psychiatric problems: depression, bipolar disorder and mental anguish"), anxiety ("emotional anguish, psychological or psychiatric problems: depression, bipolar disorder and mental anguish") and depression ("psychological or psychiatric problems: depression, bipolar disorder and mental anguish"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia") and post procedural complication ("post procedural complication"). The patient was treated with duloxetine hydrochloride (cymbalta), lamotrigine (lamictal), salbutamol sulfate (albuterol) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, back pain and dyspareunia had resolved and the bipolar disorder, anxiety, depression, dysmenorrhoea, vaginal discharge and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bipolar disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in mr, one vaginal delivery was mentioned as past medical history but information is limited. Patient received treatment for pain,bleeding,migration. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus'), pelvic pain ('pelvic pain/ pain') and bipolar disorder ('psychological or psychiatric problems: depression, bipolar disorder and mental anguish') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced bipolar disorder (seriousness criterion medically significant), anxiety ("emotional anguish, psychological or psychiatric problems: depression, bipolar disorder and mental anguish") and depression ("psychological or psychiatric problems: depression, bipolar disorder and mental anguish"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with duloxetine hydrochloride (cymbalta), lamotrigine (lamictal), salbutamol sulfate (albuterol) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, bipolar disorder, anxiety, depression, dysmenorrhoea, vaginal discharge and abdominal pain outcome was unknown, the pelvic pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in mr, one vaginal delivery was mentioned as past medical history but information is limited. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. Event abdominal pain was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.